Event description:
The contact stated that on the top left corner of the screen is a big black oval shaped blot. Contact can see a big number 6 next to it and because of this contact cannot see the readings. A review of the system was conducted over the phone and this review indicated that the display was damaged. The customer was asked to return the meter for further evaluation and a replacement was provided.